Event description:
When initially attaching the loi to the laser machine, it was noted that one end of the tubing line had been broken off from the safety reservoir. No patient contact; switched to a new loi to complete the case.